Event description:
It was reported that during a procedure the atrial lead showed signs of insulation damage. It was also noted that the device showed some "deformities" that may have been caused by "clamping on" to it while removing it from its sub-muscular location. The system was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary #the lead was returned in segments and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorted, there was blood (not obstructed) , the electrode was covered in blood. The outer insulation was melted and had cosmetic environmental stress cracking. It was visually note that there was apparent explant damage.